Event description:
Lbba implantation was performed using selectra 3d. The implantation site was determined using rao and lao views, and the device was implanted with a body turn. Due to poor threshold (1.8 v), it was decided to change the position. A body turn was performed, but the lead could not be removed, and while pulling the lead, the screw became elongated. The lead was eventually removed, but only the screw remained in the septum.

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.